Event description:
It was reported that during a mica surgery the screw driver broke outside the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery. Update swit 27-mar-2024: it was confirmed that the device broke outside the patient. There was no harm for patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the drive geometry at the distal tip of the 3.5 mm beveled ft driver, cannulated, t10 hexalobe had broken off. No broken piece was returned for investigation. Functional testing was not performed due to the damage to the device. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause is attributed to user error due to over-torquing/over-engaging the driver within the screw head.